Event description:
It was reported that the tube appeared to be cloudy with a paxgene® blood ccfdna tube. The following information was provided by the initial reporter: it was reported that the plastic of the tube appeared to be cloudy. The tech processing this tube stated that the plastic of the tube, which was more similar to a softer plastic, was more opaque than standard ccfdna tubes. Additional information received (B)(6) 2020 from customer: we received a ccfdna specimen tube from a collection site on thursday (B)(6). However, the nature of our collections is such that we provide collection sites their collection tubes, they collect, and send the biospecimen tube back to us with the potential of a longer period of time in between receiving stock and using the stock.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for cloudy molding defect with the incident lot was observed. Additionally, evaluation of the customer samples was performed and cloudy molding defect was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tube appeared to be cloudy with a paxgene® blood ccfdna tube. The following information was provided by the initial reporter: it was reported that the plastic of the tube appeared to be cloudy. The tech processing this tube stated that the plastic of the tube, which was more similar to a softer plastic, was more opaque than standard ccfdna tubes. Additional information received 2020-01-31 from customer: we received a ccfdna specimen tube from a collection site on thursday january 16th. However, the nature of our collections is such that we provide collection sites their collection tubes, they collect, and send the biospecimen tube back to us with the potential of a longer period of time in between receiving stock and using the stock.